Event description:
After ramping a magnet, gaseous helium was escaping from the helium port. A filed engineer's gloved fingers contacted the helium, resulting in 3rd degree burns. The investigation of the event determined that the field engineer did not correctly bleed the vessel to 1.0-0.3 psi as instructed.